Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the 9900 system will only go up and not back down. Column motion very "laggy" when trying to go down. There was no report of patient injury.